Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had come out due to sterile water leak or due to a defective valve. Further investigation was required.

Event description:
It was reported that the foley catheter had come out due to sterile water leak or due to a defective valve. Further investigation was required.

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable, since the balloon was asymmetrical. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.